Event description:
The physician performed aaa repair for the patient that has aneurysm at right common iliac artery and the procedure was conducted as labeled on (B)(6) 2010. Then he did an angiography and recognized distal type I endoleak at the patient right common iliac artery. The physician did ballooning and ended the procedure without performing angiography. The physician commented that he did not want to place the stent graft until the patient's external iliac artery and occlude the internal artery, because the patient still (B)(6). If the endoleak still remained after the 1 month follow-up observation, stent graft placement until the external iliac artery and occlusion of the internal iliac artery will be performed. No additional information regarding state of the patient was provided by reporter.

Manufacturer narrative:
(B)(4) no pt consequences or follow up info has been provided by reporter. (B)(4) endoleak is labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Per the IFU, a key anatomic element that may affect successful exclusion is an iliac distal fixation site greater than 20mm in diameter. Incomplete sealing within the vessel may result in increased risk of endoleak. Without additional information and images we are unable to comment on the patient's suitability for evar. The complaint correspondence indicated that the right common was aneurysmal. Insufficient seal likely resulted in the reported endoleak. The complaint device is intended to be implanted in iliacs 7.5 to 20mm in diameter (outer wall to outer wall). At this time, there is no evidence to suggest that a design or process induced failure of the device resulted in the endoleak. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and risk mitigation is not required at this time.